Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 3 the programmed fill volume was 2500ml and the total drain volume was 4404ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device's previous service record revealed no issues that may have contributed to the increased intraperitoneal volume (iipv). The assignable cause of the iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).